Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately 1.94" from the distal tip. A piece measuring approximately 0.091¿ x 0.115¿ was not returned with the instrument. Additional observation(s) : the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys. The probable root cause of the broken main tube and the detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument broke in the patient. The tip looked like it was at offset from the housing. The cables of instrument were frayed. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument was available for evaluation. The staff did not see any evidence of fragment(s) falling into the patient. A piece from distal end of the instrument was observed to be broken but it was still attached. There was no patient injury. The breakage on instrument occurred after it was used for the procedure. Overall, the procedure was completed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was provided.